Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID: 37092, lot# serial# unknown, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602. Serial# (B)(4). Product type: implantable neurostimulator. Product ID: 37092, lot# serial# unknown, product type: accessory. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they had poor communication with the patient programmer (pp) and a poor communication screen was displayed. The patient tried new batteries, but there was no telemetry. An antenna was being used and the antenna was confirmed to be secure to the programmer. The patient was able to get telemetry when the programmer was placed directly over the implantable neurostimulator (ins). No patient harm was reported. It was later reported that patient received a new programmer but still having the same problem. Patient services ordered a new patient programmer (pp) antenna because patient reported his pp antenna was damaged. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.